Manufacturer narrative:
The reported event of failure to advance stylet/guidewire was not confirmed. A complete lead was returned in one piece. The guidewire used in the field was not returned with the lead for analysis. The guidewire insertion test was performed, and the guidewire could be inserted inside the lead and removed without difficulties. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead and guidewire had failed to advance. The lead was not used nor replaced. The patient was in stable condition.